Manufacturer narrative:
It was reported, a patient was catheterized an additional time due to a report of a malfunction in a catheter. Email received by (B)(6), whom provided additional information in regards to this incident. Reporter states, on (B)(6) 2021 medline ref dynd10820 neonatal 5fr. 9in. Speci-cath kit was utilized to catheterize a three-month old infant for the purposes of obtaining a urine specimen. It was reported, "I was pulling the tube out the urine began to either go back up into the patient or leaked out from the plastic catheter from the top of the catheter. After the catheter was completely pulled away from the patient, the urine continued to be pulled up from the urine container by the catheter and out of the container. The catheter was not near the level of the urine. It appeared to me like the urine was siphoning back out of the tube by a creation of a vacuum. Unsure what really happened but wanted to report that the equipment I used definitely malfunctioned. This patient was cathed again and was cathed with the same equipment and lot number but it did not malfunction the second time." Reporter states, no samples are available for return and evaluation. Due to the reported incident, medical intervention and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted.

Event description:
It was reported, a patient was catheterized an additional time due to a report of a malfunction in a catheter.